Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized on the same day as the onset of peritonitis. The patient was treated with unknown antibiotics and the pd catheter was removed. The patient was currently on hemodialysis. The patient was discharged from the hospital four days after being admitted and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.